Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that elective replacement indicator (eri) had not been triggered and the projected remaining longevity time equals 86 months.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device was noted to be implanted for 7 years and the longevity estimate indicated 10 years. The battery voltage is 2.79 volts and the impedance is 307 ohms. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a remaining longevity between 7.5 and 10 years, while the ipg had already been implanted for over 7 years. A battery issue is suspected. The ipg is scheduled to be replaced. No patient complications have been reported as a result of this event.